Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported lamp error e105 whenever any cable is plugged into the light guide socket during device inspection for use involving an olympus video system center. There was no patient injury reported.